Event description:
The customer contact reported that during preventative maintenance testing at the user facility, the device alarmed with a white screen error. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
Testing and investigation found when the device was powered on it displayed a whitescreen "hw watchdog error" and audibly alarmed. This was found to be due to a depleted snaphat battery that supported ram chip u2 on the uic 1 printed circuit board. Due to the depleted battery, the ram data was corrupted and resulted in whitescreen error. This report represents all the information known by the reporter upon query by hospira personnel.